Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 13-sep-2023. The most recent information was received on 22-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("I fell pregnant in january 2015, the device was removed after ectopic pregnancy") in a 42 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015 she experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2015. An unknown time later she experienced abdominal pain ("severe abdominal pain"). The patient was treated with surgery (essure removal with removal of ectopic pregnancy). At the time of the report, the abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. No causality assessment was received for essure with regard to ectopic pregnancy with contraceptive device or abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. [Laparoscopy] (date unknown): left distal tubal gestation quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: quality safety evaluation of ptc. 21-sep-2023: the health authority reference number was provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra on 13-sep-2023. The most recent information was received on 13-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("I fell pregnant in (B)(6) 2015, the device was removed after ectopic pregnancy") in a 42 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, she experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2015. An unknown time later she experienced abdominal pain ("severe abdominal pain"). The patient was treated with surgery (to remove essure). At the time of the report, the abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. No causality assessment was received for essure with regard to ectopic pregnancy with contraceptive device or abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. [Laparoscopy] (date unknown): left distal tubal gestation. The following amendment was made: health authority reference number deleted from nca reference filed & reference section. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority mhra (reference number: (B)(4)). On (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("I fell pregnant in (B)(6) 2015, the device was removed after ectopic pregnancy") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015 she experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2015. An unknown time later she experienced abdominal pain ("severe abdominal pain"). The patient was treated with surgery (to remove essure). At the time of the report, the abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. No causality assessment was received for essure with regard to ectopic pregnancy with contraceptive device or abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. [Laparoscopy] (date unknown): left distal tubal gestation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4) ) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("I fell pregnant in (B)(6) 2015, the device was removed after ectopic pregnancy") in a 42 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015 she experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalisation and intervention required). In 2020 she experienced pain ("ectpoic pain"). An unknown time later she experienced abdominal pain ("severe abdominal pain"). The patient was treated with surgery (essure removal with removal of ectopic pregnancy). At the time of the report, the pain was resolving and the abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. No causality assessment was received for essure with regard to ectopic pregnancy with contraceptive device, abdominal pain or pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. [Laparoscopy] (date unknown): left distal tubal gestation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(4) 2023: upon internal review it was noted that this case is duplicate of case (B)(4). All source documents, references events are transferred to this case. Legacy device number (2951250-2023-02888). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.